Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rejected new batteries. The customer also reported that the they had received unexplained no delivery alerts. The customer's blood glucose level was unknown. Insulin pump will not be returned for analysis.